Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the leads had migrated. This was determined by the patient's symptoms. A loss of stimulation and a loss of pain relief were also reported. The leads were replaced. Reprogramming was completed prior to the lead replacement procedure. The outcome stated the event resolved without sequelae. No further information was reported.